Manufacturer narrative:
It was reported that a bulb irrigation syringe component was "defective." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo and a video were provided for review. No visual defects were observed. In the video, the reporting facility had two bulb irrigation syringes. One component was shown to have its bulb disconnect easily from the barrel. The second component, once emptied, appeared to be more difficult to disconnect and connect back form the syringe. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6)2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a bulb irrigation syringe component was "defective."